Event description:
It was reported that the patient experienced arrhythmia due to loss of capture on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement of the rv lead was observed. A revision procedure was performed and the rv lead was successfully repositioned to resolve the event. The patient was in stable condition.